Event description:
A (B)(6) female presented for an endovenous laser treatment procedure of the greater saphenous vein to treat reflux. Upon pulling the sheath/laser fiber assembly out of the patient at the end of the treatment, the physician discovered that the laser fiber had burned through the sheath and an approximately 6cm segment of the sheath and laser fiber remained in the patient. A cut down was performed and the segment of the sheath and laser fiber were successfully removed from the patient. It was reported that there was no adverse effects to the patient due to this event. There was no permanent harm or injury reported to the patient.

Manufacturer narrative:
Although it was indicated by the end user that the reported defective device was available, it has yet to be returned to the manufacturer. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.